Manufacturer narrative:
Based upon the information provided, device functionality and performance to manufacturer declared specifications was confirmed via the institutional biomedical dept. No failure or malfunction of the device has been alleged. Based upon the information provided by the institutional clinical representative, the root cause of the condition has been attributed to the patient condition requiring a device outside of the indications for use of the v60 ventilator.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
The customer reported that while providing high flow therapy at device maximum capabilities and settings, the unit triggered a high temperature alarm. The device was in clinical/therapeutic use at the time of the event providing high flow therapy to the patient. De-identified information provided states the patient was an elderly male presenting with primary diagnosis of covid-19. Concurrent therapies or comorbidities were not disclosed. The patient was placed onto high flow therapy with approximate settings of 70-80 l/min flow delivery with 100% fio2. The reporter noted that the patient condition was deteriorating severely prior to implementation of therapy on the device, with respiratory rates of +40 breathes per minute. The device triggered an alarm during therapy that the reporter states was alerting high temperature. The device was subsequently removed and the patient transitioned to a secondary device: same make, model, and settings. Upon transition, the patient condition did not improve and the reporter states the same alarm triggered on the secondary device (complaint captured within pr 10902044). The patient was subsequently removed from the device, underwent advanced airway placement via endotracheal tube, and transitioned to a mechanical ventilator. No harm or injury was reported or alleged by the reporter, stating that the clinical decision for device transition was due solely to increased patient acuity. No allegation of device fault or malfunction has been lodged. The device was inspected by the facility clinical team as well as biomed after the event in question and both devices found no fault, malfunction, or duplication of error. Air inlet filters were clean and patent, as well as no air inlet obstructions within patient room such as bedside curtains or adjacent devices. The device has since been reissued for use and is currently in clinical/therapeutic use at the facility.